Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts pulled and stretched past the distal markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and the balloon wings were folded and were not subjected to positive pressure. The proximal balloon wing appeared slightly bunched and not tightly wrapped. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube kink located 41cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-may-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and highly calcified ostial obtuse marginal artery. Following pre-dilatation, a 16 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after repeated attempts. The physician then treated the patient with plain old balloon angioplasty(poba). No patient complications were reported and the patient was doing well. However, returned device analysis revealed stent damage.